Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. (B)(4).

Event description:
The customer called for assistance programming the insulin pump. During the call, the customer reported that the insulin pump alarmed unexpected restart. Customer declined troubleshooting. Blood glucose value was 110 mg/dl. Customer was assisted and the insulin pump was successfully programed.